Event description:
It was reported that the iab was inserted in the pt. The balloon would not unwrap or inflate. Manual inflation was attempted, but the balloon still would not unwrap. The iab was removed and replaced without any complications.